Manufacturer narrative:
Date of event. The event date was not provided. The first date of the month of the aware date was selected.

Event description:
It was reported that a dissection occurred. The patient was enrolled in (B)(6) study. Procedure summary: the patient underwent the transcatheter aortic valve implantation (tavi) procedure. Main access was obtained via the right femoral artery. A 14f isleeve introducer sheath was selected for use during the procedure and an acurate neo valve was implanted. It was noted that a dissection occurred related to the access site. No further patient complications were reported.